Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, and the abutment was removed as the patient was no longer using the device. The implanted device remains.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.